Manufacturer narrative:
The device was not returned for analysis. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The root cause of the reported difficulty cannot be determined. The subsequent treatment is based on the circumstances of the procedure. In this case, it is possible the foot plate was in the access site causing the mechanical jam and the difficulty to open or close; however, without the device this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after an interventional procedure using a 6f sheath. Reportedly, during step 1, the footplate lever felt restricted and was unable to fully open thus the footplate failed to deploy completely and only about 30% came out. Step 1 was unable to be completed appropriately. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.